Manufacturer narrative:
(B)(4) evaluation summary: baxter received one sample containing no fluid in the reservoir. The reported condition of a pin-sized hole on the reservoir was confirmed. Visual examination of the sample showed no signs of physical abnormality. During fill, a pin-hole leak was immediately detected on the reservoir. The root cause of the pin-sized hole on the surface of the reservoir was not determined. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one infusor device had a pinhole tear, discovered after filling. The device was filled with ropivacaine hydrochloride hydrate 290ml and fentanyl citrate 10ml. There was no patient injury or medical intervention. There was no patient involvement. No additional information.